Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The customer contacted the nurse regarding the reported issue. The nurse stated that the issue was resolved and the patient was ok and was able to continue therapy. This complaint for requesting manual drain assistance on the machine was not confirmed. The cause was identified as undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
A home patient (hp) contacted global technical services (gts) requesting manual drain assistance on the homechoice (hc) machine. The hp stated the hc started fill without draining enough during initial drain. The technical service representative (tsr) advised the hp to speak to the nurse regarding the initial drain alarm setting. There was no patient injury or medical intervention reported.